Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed. Signals in the rdf indicate that the trima accel system operated as intended. The measured wbc content is within the FDA's current acceptable limits of 1.2x10^7 for triple platelet product collections. Conclusion: no failure occurred.

Event description:
The customer would like the run data files investigated to determine a possible cause for the elevated white blood cell (wbc) content that was measured in the triple platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. No medical intervention was necessary for this event. The disposable set is not available for return for eval. This report is being filed due to an alleged device malfunction that could have the potential for injury.